Manufacturer narrative:
Imdrf annex c and d grid as per root cause of the parent file after investigation.

Event description:
It was reported that in the oncology unit there were continued reports of under infusing immunoglobulin drugs. There were reports of 100-250 mls of volume left in the bag still needed to be given. "All of the devices sent back were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. Please note this is occurring in day oncology unit giving chemotherapy drugs." Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. "There are no event logs in place as this has been an ongoing problem & unit is too busy to have pumps removed from floor without replacements." Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn -(B)(6).

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that "that the pump is under/over infusing." Although requested further information was not available.

Event description:
It was reported that in the oncology unit there were continued reports of under infusing immunoglobulin drugs. There were reports of 100-250 mls of volume left in the bag still needed to be given. "All of the devices sent back were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. Please note this is occurring in day oncology unit giving chemotherapy drugs." Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. "There are no event logs in place as this has been an ongoing problem & unit is too busy to have pumps removed from floor without replacements." Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn - (B)(6) .

Manufacturer narrative:
The customers reported issue of underinfusion was not reproduced during testing. Functional testing performed on the returned pump module observed the device to be in specification for rate accuracy. The pcu device and pump module event logs do not contain information on the reported incident date of (B)(6) 2021. No errors or malfunctions recorded on the pump module error logs. Inspection of the device observed no anomalies that would contribute to the customers reported underinfusion. The device was being used for treatment purposes. The root cause of the customers complaint of under infusion was not determined. Laboratory testing observed no functional issues. The pump module was received with instrument seal intact. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. No anomalies were observed with any of the electrical or mechanical components and the bezel was observed to be the original factory installed with date code (B)(6) 2014. Log analysis results: pump module event logs does not contain information from (B)(6) 2021. The last programmed infusion on the source pump module and pcu s/n (B)(6) occurred on (B)(6) 2021 at 12:02 pm. At 12:02 pm the pump module was selected for programming, a rate of 20ml/h and vtbi 20ml was programmed and started. Pvi at the time 0ml. At 12:10 pm the pump module was paused. At 12:12 pm the pump module was selected for programming, a rate of 999ml/h and vtbi 20ml was programmed and started. Pvi at the time 2.6ml. At 12:13 pm the programmed infusion completed. Pvi at the time 22.6ml. At 12:14 pm the pump module was selected for programming a rate of 556ml/h and a vtbi 268.1ml was programmed and started. Pvi at the time 291ml. No errors or malfunctions recorded on the pump module s/n (B)(6) event logs. Test results: functional testing performed on the returned pump module observed no anomalies or malfunctions and the device was found to be in specification for rate accuracy. Test methods: timed rate accuracy test method (dir 10000360036) was performed on the returned source pump module. Device history review: a review of the device history record showed the device had a manufacture date of 01/30/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that in the oncology unit there were continued reports of under infusing immunoglobulin drugs. There were reports of 100-250 mls of volume left in the bag still needed to be given. "All of the devices sent back were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. Please note this is occurring in day oncology unit giving chemotherapy drugs." Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. "There are no event logs in place as this has been an ongoing problem & unit is too busy to have pumps removed from floor without replacements." Although requested further information was not available. This file will capture all inaccurate infusions from lvp sn (B)(6).

Manufacturer narrative:
Additional info; changed short description, added h6 annex codes e,f,a h3 other text : device not yet received for investigation.

Event description:
It was reported that "all of the devices were under infusing. All incidents were occurring repeatedly on same pumps, do not have details of dates." 3 lvps and 5 pcus have been shipped for investigation. The customer stated the lvps are attached to the pcus that they were in use on at the time of the event. "Tubing is discarded straight after infusion completion as it is cytotoxic." The customer stated they do not use any drug libraries as they do not have guard rails. There was no reported patient harm. Although requested further information was not available.